Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the event log indicated alarm messages were recorded. Functional tests included use testing. A battery was inserted into the pump and when the pump was turned on and an error code was displayed with an alarm. A motor current test was performed and the pump was found to be within manufacturer specifications. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.